Event description:
It was reported that a user scanned a freestyle libre 3 plus sensor with the ilet system, and the warm-up did not initiate until the user rescanned, after which the pump displayed approximately 12 minutes remaining in warm-up, consistent with an initial pairing failure that resolved after repeat scanning. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or therapy beyond a brief delay in sensor warm-up. Investigation included troubleshooting and user education conducted by support, with confirmation of no device alerts or alarms. Investigation of this case revealed that the sensor pairing initially failed but successfully completed after rescanning, indicating a transient communication or pairing issue without hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or transient connectivity during sensor pairing.